Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated thresholds and undersensing and was determined to be dislodged.